Event description:
It was reported that the IV bag of blood was inflated indicating a backflow of blood.

Manufacturer narrative:
(B)(4). Sigma could not reproduce the reported event with a correctly loaded slide clamp/set. As received, the battery was missing but the unit was operable on ac power and passed flow rate and occlusion tests. The reported event could be reproduced when slide clamp was incorrectly inserted (reversed) which led to the IV set loaded backwards, forcing fluid into the bag and was evident due to no drops in chamber.